Event description:
On march 28, 2008, the lay user/pt contacted lifescan alleging that her one touch fasttake battery cover does not stay on. She indicated that the battery cover issue first began at 8pm in 2008 (3 days before she contacted lifescan). As a result of the issue, she took her usual dose of diabetes medications (70 units of lantus). At an unspecified time after the issue began, she developed symptoms of thirst, headache, and queasiness. She denied receiving any medical intervention, including administering any self-treatment. The medical affairs specialist was unable to reach the pt for add'l info. It would have been helpful to know how her diabetes care regimen (testing frequency and diabetes medications) and how the battery cover issue affected her testing. It would also be helpful to know what events led to her symptoms, such as her activity levels, medications, meals, and previous meter readings and if and how her symptoms were relieved. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms of thirst, headache, and queasiness after the battery cover issue began. These symptoms can be associated with hyperglycemia. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.